Event description:
The pt was admitted to the hosp with diabetic ketoacidosis. The nurse contacted the MFR to find out how to stop the pump "beeping". She reported the pump was "filthy" and insulin was leaking from the infusion set luer lock. She stated she had a prescription dated 8/98 that did not match the programmed basal rates in the pump. She said the pt told her he was put on the pump 12/97 and has not seen his doctor since that time. Pt is in ICU.